Event description:
It was reported the system had intermittent cine drive errors and would not function. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.